Manufacturer narrative:
The manufacturer previously reported information received stating "no report required. Unit was provided by doh during covid 19 and belongs to the (B)(6). Was provided to a patient (name omitted) at (B)(6) who sadly passed away. There is no allegation that the device contributed to this. Please check device and return to (B)(6)". The 'type of reported complaint' in the previous report was misidentified. The correction has been made to box h: 'type of reported complaint' of this report. The device has not yet been returned to the manufacturer for evaluation. The manufacturer's investigation is ongoing. A supplemental report will be submitted when the manufacturer's investigation is complete.

Event description:
The manufacturer received information stating "no report required. Unit was provided by doh during covid 19 and belongs to the norfolk & norwich trust. Was provided to a patient (name omitted) at n&n who sadly passed away. There is no allegation that the device contributed to this. Please check device and return to norfolk & norwich". The device has not yet been returned to the manufacturer for evaluation. The manufacturer's investigation is ongoing. A supplemental report will be submitted when the manufacturer's investigation is complete.